Event description:
Clinic reports that at 11 minutes into initiation of treatment arterial line connection to the central venous catheter was found to be loose. This caused suction of air into the system. The resultant blood loss was approximately 290cc. The line was changed and pt continued treatment without further incident. Unsure if sample is available. MDR filed due to blood loss only. No add'l ill effects to pt. The clinical variance report indicates that the connection end was examined for faultiness and none was found. Questionnaire faxed on 6/7/00. 6/9/00 quality service left telephone message for complainant. 6/15/00 questionnaire not rec'd by customer, re-faxed.